Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, was not capturing and sensing had dropped significantly. The lead was found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.